Event description:
Valve leaking at top of wand confirmed complaint: inlet tube freeze line broken and leaking when freeze is activated. Replaced inlet/exhaust tube assembly. Repair order 98219 1216677-2022-00122 ll100 cryosurgical 900001 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Valve leaking at top of wand. Confirmed complaint: inlet tube freeze line broken and leaking when freeze is activated. Replaced inlet/exhaust tube assembly. Repair order (B)(4). From s&r: this leak was able to come out of the handle because of the location of the break. 1216677-2022-00122-1 ll100 cryosurgical 900001 e-complaint-(B)(4).

Manufacturer narrative:
Investigation. Inspect returned samples. Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 04/08/2011 under wo #(B)(4) and shipped on 05/04/2011. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage to the inlet/exhaust tube. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. The inlet/exhaust tube was broken. Root cause: the root cause for this complaint condition is due to handling error by the end user. Corrective actions the unit was repaired, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required. *was the complaint confirmed? Yes.